Event description:
Custpmer stated that their meter was missing segments on the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.